Event description:
Due to physician mis-sizing of the patient's defect, the 24mm asd device fell into the right atrium. The device was percutaneously retrieved at the same setting, and a larger device was placed successfully. There were no patient complications.

Manufacturer narrative:
No conclusion can be drawn, as no additional information was received, including imaging of the procedure which would confirm proper sizing of the defect.